Manufacturer narrative:
Additional information: IFU was followed. The balloon did not fragment and a small puncture was observed upon balloon examination in vitro. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an admiral xtreme device during treatment of the patients left iliac vein to treat compression syndrome as confirmed by venography. The balloon was inflated to 8atm using a pressure pump. It is reported the balloon ruptured resulting in contrast agent extraversion. The balloon was completely removed from the patient and no extravasation of the left iliac vein observed after angiography. The balloon was examined in vitro confirming the rupture. A new balloon was used to continue the procedure and successfully dilate the vein. No patient injury reported.